Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the pc hard drive was damaged during shipment. As repair, the damaged part was replaced. (B)(4).

Event description:
Before the surgery, it was identified that a software failure has been detected. While using rosanna software, the computer would freeze, and would have lines across the screen. The surgery was cancelled.

Manufacturer narrative:
This is a duplicate of complaint (B)(4). The narrative of the complaint (B)(4) was reported under the manufacturer report number 3009185973-2017-00050 as follow: the device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the pc graphics card does not work anymore due to wear and tear. As repair, the pc was replaced. The internal complaint reference is the following: (B)(4).